Manufacturer narrative:
Visual inspections & results: clip in jaws no, damaged jaws no, damaged cutter n/a, damaged feed bar no, damaged floor yes, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed confrom yes, firing: form conform yes, jaws:hold clip yes, jaws: inside width at tips .182, lockout functional yes, number of clips fed and formed 7. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cylced, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported while ligating the cystic artery, the clip scissored. Another er320 was opened to complete the case. The device came from kit ftc15. There was no consequence to the pt. 5/23/97 the surgeon removed the malformed clips. The malformed clips did not injure any vessels.